Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. In addition, it was reported that the battery gauge was observed to be fluctuating and that the wall adapter would get hot to touch while charging. Customer's blood glucose level was 165 mg/dl. Customer continued using the pump for insulin therapy.